Manufacturer narrative:
On 05-mar-2020, mentor received additional information about the event. The explantation surgery scheduled for (B)(6) 2020 was cancelled. The suspect medical device is still implanted in the patient. If mentor receives information about an updated explantation date, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast prosthesis rupture, left breast capsular contracture. Concomitant products: mentor memorygel breast implant 350cc gel breast prosthesis, catalog #3503504bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a breast augmentation revision procedure with a mentor memorygel breast implant 350cc gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s left breast prosthesis was confirmed by MRI. In addition, the patient developed baker grade iii capsular contracture in her left breast. As a result, the patient underwent explantation on (B)(6) 2020.